Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific. As a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device was performing an update. During the update, telemetry was lost, and the health care professional (hcp) reported they could not reinterrogate the device even after changing the wand and checking for surrounding electromagnetic interference (emi). Technical services explained to the field how to perform a 60/60 magnet reset. The field will call back if a magnet reset does not solve the issue. Currently, there is no information about the device serial number. No adverse patient effects were reported. This product remains in service. Additional information received confirmed the 60/60 reset was successful, and the hcp at leeds was happy with the rest of the follow-up as it was normal.